Event description:
While on a field service call for another product, a dealer received a complaint from a dentist saying "the % of n2o was off". Analgesia gas machine (flowmeter) was returned for repair and was received on 10/9/96. Upon eval it was determined that the flowmeter could flow n2o without o2. This instrument is designed to deliver mixed o2 and n2o to a dental pt. When o2 flow or pressure is not present, instrument has a feature which stops the flow of n2o. This feature, therefore, had malfunctioned. Co follow-up report of the dentist contact states "there was no pt involved, he had noticed that the % were way off and then used the meter as a standard meter (by the ballfloats)". Therefore, at no time did a pt receive 100% n2o from this device as a result of this malfunction. Co has previously submitted MDR's when the failsafe has malfunctioned. Under the current regulations, co has exemption with the FDA on 11/6/96.